Event description:
The biomedical engineer reported that the central nurse's station (cns) and the secondary monitoring device, the remote network station (rns) was in communication loss. Also, the patient data was not going to the emr, but this was due to the communication loss with the data not going to the cns. No patient harm was reported.

Manufacturer narrative:
Additional device information: concomitant medical device: the following device(s) were being used in conjunction with the cns, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Bedside monitor(s) model: ni, sn: ni.